Event description:
Pt blood glucose levels have been high since the end of school. Her blood glucose level was 300 mg/dl at lunch. Later, it was 400mg/dl. She ate a taco salad and her blood glucose rose to 500 mg/dl. She administered boluses with her insulin infusion pump. After her blood glucose rose to 600 mg/dl, she administered another bolus. She went to ER. While waiting, her blood glucose dropped to 476 mg/dl and continued to drop after she was admitted to a level of 126 mg/dl the next morning. Her dr increased her basal rate and continued the pump therapy after discharge. Hospitalized for hyperglycemia. IV fluids. Blood gas. Stayed on pump.